Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a device test failed. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to rewind the insulin pump, but when they load it, the insulin pump goes to fill. During fill tubing, no insulin was coming out. It went to next almost immediately, showing a check mark on the insulin pump screen. The customer stated that the pump was not been exposed to high magnetic fields. The device will be returned for analysis.